Event description:
It was reported that a locking screw was inserted into the proximal most hole of the plate after having drilled with a locking screw drill guide. The screw proceeded to puncture the plate with no extra force/torque than usually applied. After removing the screw from the underside of the plate, a second screw was inserted and locked successfully. The surgeon explained that he applied no extra force than usual when using the system. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
It was reported that a 3.5 locking screw went through the proximal-most hole of a 12h medial tibia plate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D4/h4: it was reported that the exact part number of the device involved in the event is unknown. However, there are four (4) potential part numbers of the device involved. These are listed below. Potential part (1): 816135060 potential part (2): 816135070 potential part (3): 816135050 potential part (4): 816135044 attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.